Manufacturer narrative:
H2: additional information regarding the initial reporter has been provided. Please see e1. H2, h3: device evaluation: the logs and archives were reviewed but provided no additional insight regarding the cause of reported complaint. Codes 10, 3221, and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, software version #: 3.1.1. A medtronic representative visited the site to evaluate the equipment. The system passed inspection and no failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that the site was noted to have about a 1 cm inaccuracy. It was noted that the doctor had ordered pre-surgery scan to have fiducials, but was told by the surgery department that they don¿t have fiducials but the patient had their scan done anyway without. The doctor had moved forward with a trace registration as the patient was prone, trying to collect points on the nose, eyes and other facial anatomy. The patient was positioned laying on their left side, so access to their face was limited. The site did point merge, picking anatomical landmarks the best they could. The first point merge gave them a 3.0 error, showing about 1cm deeper than they actually were. The site tried tracer but that was worse, they did point merge again, refined and picked a couple more points, and the surgeon said it was showing we were now only about 2mm deeper than actual. The registration had taken the doctor an hour before he was able to get a passing registration as the tumor was in the parietal lobe. The site proceeded with the surgery, and the doctor just accounted for the difference. The suspected case of this event is that the patient did not have fiducials placed for their pre-surgical scan as the surgeon had specifically requested. The patient was positioned on their left side causing their face to be obscured, making it quite difficult to obtain good registration. There was a reported delay to the procedure of one hour. There was no impact to the patient related to this event.